Event description:
It was reported by the hospital nurse that the customer had been hospitalized for high blood glucose levels. Customer was wearing insulin pump and was given insulin during hospitalization. Blood glucose level was 357 mg/dl at time of hospitalization. The nurse stated that she was attempting to rewind the insulin pump but cannot exit the process and the device is alarming. During troubleshooting, the customer was advised to disconnect and reconnect the infusion set from the reservoir. Customer verified infusion set and reservoir securely attached. Next, the customer was asked to manually push plunger on reservoir. Customer verified insulin exiting tubing. Afterwards, reservoir was reinserted into insulin pump and a manual prime was performed. Insulin pump did not alarm and customer was advised the device was functioning properly. Customer's blood glucose level was 130 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.